Manufacturer narrative:
(B)(4). Incomplete firing cycle, breakaway washer indented. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What degree of hemorrhoids did the patient have? Did both devices have the same issues? Please explain. Did the device staple? Was the staple line complete? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Please clarify what is meant by ¿security lock cannot be removed.¿ did this occur prior to the device being used or after the device was fired? How was the procedure completed? The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, unable to fire completely. After opening, the security lock cannot be removed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.